Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer. There was a sudden shocking or stinging or burning sensation at the pump site. The healthcare provider was informed of this, but stated that this should not occur with the pump. The pump was used to infuse fentanyl at the lowest minimum dose with a concentration of 0.1 mg/ml.

Event description:
It was reported that the patient was experiencing a burning sensation underneath the pump. This started to occur within the prior 3 weeks. It comes and goes and the other day it was reported as really bad. The patient had an appointment with their health care professional on the day of report. It was later reported that the patient was still having concerns regarding their device or therapy, but were working with their health care professional (hcp) or manufacturer¿s representative. The patient thought their pump was acting up because every now and then sharp pains shoot through it. It burns and stings like something was burning the patient from the inside, ¿like on the stove or something.¿ the patient was scared to death, because they felt the pump was messed up and because of the burning and pains they felt like something is wrong with it. The patient wanted to know if the battery was messing up. The patient was wondering if the pump was leaking something out of it. The pump was reportedly not hooked up to anything. It was noted they were going to remove the pump. The patient was used to infuse an unknown type of drug. No outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.